Event description:
It was reported that an altitude alarm intermittently occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. Customer reloaded the pump supplies and resumed insulin delivery. The customer's blood glucose was 160 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.